Manufacturer narrative:
Compromised force sensor system alarm during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The insulin pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to compromised force sensor system alarm. Pump had no missing segments/partial display noted. Pump was monitored and no dimmed screen when pressing act button noted. The insulin pump was received with cracked display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump screen was very hard to read. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.